Event description:
Reportedly, when the doctor squeezed the handles a second time, the instrument did not fire any staples. The surgeon tried a second time, but the staples did not fire. They took a new instrument, but there was to little colon remaining therefore an unintended colostomy was performed.